Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference manufacturer report: 3006705815-2017-07394, 3006705815-2017-07402. It was reported the doctor determined the patient had an infection at the ipg site. The doctor also believed the infection had spread to the patient's lead site. As a result, the doctor decided to explant the patient's leads and ipg. The patient was admitted to the hospital for treatment of the infection. The date of explant is unknown at this time.